Manufacturer narrative:
The device was evaluated by the quality engineering team. As received condition: received 1 sample(s), part number 1884562hs, and 2 sample(s) part number 1883262hs. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), calipers. Part number 1884562hs - the inner shaft broke at a location from the distal face of the inner hub corresponding to the proximal end of the outer tube in the outer hub. The information indicates excess pressure was applied during use which caused the inner shaft and outer tube to rub together until the inner shaft broke. Part number 1883262hs - both inner shafts had scoring marks at a location from the distal face of the inner hub corresponding to the location where the outer tube necks down from a larger od to a smaller od. The information indicates excess pressure was applied during use which caused the inner shaft and outer tube to rub together until the inner shaft stopped rotating. The instructions for use contains the warning "excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient". Based on the product analysis findings the root cause is related to misuse/user error. Methods: actual device evaluated; labeling evaluation; microscopic inspection. Results: deformation problem. Conclusion: use error caused or contributed to event.

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4). The device has been returned for analysis. Evaluation has not yet begun.

Event description:
It was reported "during [sinus surgery] the head of the bur was broken. The doctor replaced another bur to finish the surgery. There is no impact on the patient."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.